Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced heart palpitations and presented to the clinic. External electrocardiograms revealed intermittent loss of ventricular capture. No intervention was performed.